Event description:
Patient states about 25 of the test strips not working. She states that when she puts the blood sample no reading or error message comes up. She is aware of how to use the test strips. She states that some of the test strips in the vial work.